Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Date received by manufacturer: event took place on 9/17/2020, csi made aware of event on 9/18/2020, but no reportable malfunction was reported at that time. Based on FDA guidance regarding delays, this was not considered reportable. The nature of the delay in this case was considered reportable as of 09/28/2020 following general review of reporting best practices by csi medical affairs. Reportable aware date was 9/28/2020. Csi ID: (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device exchangeable series (oad) became stuck on the wire when it was pulled back following treatment in the posterior tibial artery via femoral retrograde approach. The oad and wire were removed together. Wire access was lost but was regained for angioplasty. Regaining wire access delayed the procedure by 30 minutes or more due to time needed to rewire the vessel.